Event description:
It was reported that only 2 of the 3 leads were working. The patient saw the manufacturer representative and he "got it working well." Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that one of the leads did not deliver stimulation at maximum voltage. It was believed that all electrodes on that lead had high impedance measurements. Using the other two leads it was possible to achieve stimulation over most of the patient's pain areas.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v454083, implanted: (B)(6) 2010. Product type: lead: product ID 3888-45, lot# v454083, implanted: (B)(6) 2010. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(6). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 247590001, implanted: (B)(6) 2010. Product type: accessory: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension. (B)(4).